Event description:
It was reported that during a da vinci-assisted intraperitoneal onlay mesh (ipom) umbilical hernia surgical procedure, the customer encountered a c-30 error on the integrated electrosurgical unit (iesu). The customer was in the process of restarting the system and the iesu again. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the site remove foot pedal connections and reseat other cables and perform a hard restart of the iesu with no change. The site continued with the case with an external generator and external foot pedals. The procedure was continuing with no patient harm. Isi followed up with the initial reporter and obtained the following additional information: the issue was confirmed to be identified during the procedure. The system¿s functionality was checked upon powering on the system. The iesu initially powered on without errors and then it did not operate at all. Upon activation, the fault displayed "activation has been interrupted due to an error (c-30)." A vessel sealer instrument was used to continue along with the external generator. There were no photographic images of the device or a video recording of the procedure available for isi to review.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse removed and replaced the integrated electrosurgical unit (iesu) to correct the issue. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. The reported failure was not confirmed. The unit was placed on an in-house system and was run in normal mode. The unit energized and cauterized, and all ports recognized instruments. Correct version of software (3.3.0) was verified. No issues occurred. The iesu will be sent through sensor adjustment and calibration and safety testing. As a safety precaution, the unit will be returned to the original equipment manufacturer (OEM) for futher investigation. A log review was performed and the following was confirmed: the intraperitoneal onlay mesh (ipom) umbilical hernia procedure was performed on (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse). Investigation revealed the following system error 25913 related to the iesu and c-30 related to hf voltage measurement value too high (redundant voltage sensor). This complaint is considered a reportable malfunction due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Device expiration date for section d4 was left blank. Field d6 is blank because the product is not implantable. Information for the blank field in section e4 is not available. Fields g5 and g7 are not applicable.